Event description:
Related manufacturer reference number: 2017865-2024-34203. It was reported that during implant a dislodgement on the atrial (ra) lead. It was also noted an issue during implant was noted on the left ventricle (lv) lead. The physician elected to explant and replace the ra and lv lead. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.